Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing due to crosstalk on the atrial (ra) lead. No changes or interventions were performed. The patient was in stable condition.